Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1355, awareness date 07-oct-2015). It refers to a female (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2012 to prevent future pregnancies. Consumer reported that she suffered from extremely painful periods, vomiting, nausea, migraines, sun sensitivity, brain fog, insomnia, extreme fatigue, painful intercourse, hair loss, tooth decay, loss of libido, rashes, mood swings, anxiety, depression, ovarian cysts, sore breasts, leg cramps, lower back pain, hip pain and pelvic pain. In (B)(6) 2014 she had a hysterectomy to remove the coils, and lost her uterus, fallopian tubes, right ovary and cervix. She was also diagnosed with fibromyalgia. At the time of report, she was still experiencing chronic wide spread pain. She took a cocktail of medication to keep her pain level semi tolerable and to sleep. Follow up received on 24-oct-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case, identified during monitoring of postings on an FDA hosted docket website, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and has pelvic pain among other non-serious events. Approximately, 2 years later, she had a hysterectomy to remove essure coils and uterus along with fallopian tubes, right ovary and cervix. Pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering an implied compatible temporal relationship and the fact that essure may cause pelvic pain, the causal relationship with essure and pelvic pain cannot be excluded. This case is regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.